Event description:
Gas bubbles within an infarct after embolization [infarction] , indication of distal embolization [product use issue]. This is a literature report from j vasc interv radiol, 2001, vol 12, pgs 209-214, entitled "CT findings after embolization for blunt splenic trauma". Full publication has been requested. This reporter reported 6 reports; this is the 2 of 6 reports. A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam), intravascular, from an unspecified date, at an unspecified dose, for distal embolization after blunt splenic injury. Medical history and concomitant medications were not reported. The patient had gas bubbles within an infarct after the embolization. The action taken with absorbable gelatin and the outcome of the event was unknown. (B)(4) is the marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Comment: based on the available information, "splenic" infarct, accompanied by gas bubbles, is assessed as possibly related to the suspect product, absorbable gelatin (gelfoam). However, of note the product is not indicated for arterial embolization. The additional events are assessed as secondary to the infarction. The impact of this report on the benefit/risk profile of the (B)(4) product is evaluated as part of (B)(4) procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] indication of distal embolization [product use in unapproved indication] , gas bubbles within an infarct after embolization [splenic infarction] , . Case narrative:this is a literature report from j vasc interv radiol, 2001, vol 12, pgs 209-214, entitled CT findings after embolization for blunt splenic trauma. Full publication has been requested. This reporter reported 6 reports; this is the 2 of 6 reports. A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam), intravascular, from an unspecified date, at an unspecified dose, for distal embolization after blunt splenic injury. Medical history and concomitant medications were not reported. The patient had gas bubbles within an infarct after the embolization. The action taken with absorbable gelatin and the outcome of the event was unknown. Pfizer is the marketing authorization holder of absorbable gelatin in the reporters country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (21dec2017): this is a literature report from the journal of vascular and interventional radiology, 2001, vol 12(2); pp 209-214 entitled CT findings after embolization for blunt splenic trauma. This is a follow-up report based on the receipt of the publication; the case has been updated to include additional information identified in the publication: medical history added. Investigation results. Sub class: lack of effect; lot number unknown UDI: (B)(4); sample status: not requested. The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. Follow up (07feb2018): this is a follow up literature-study report based on information received from products quality complaints (product complaint number: (B)(4)), for absorbable gelatin (gelfoam). A product complaint number was given to this case ((B)(4)). Also an UDI number was present: UDI: (B)(4). The product complaint was not processed since the lot number was not available. The product complaint will be reopened once the lot number is available. Amendment. This report is being submitted to add the UDI number in the appropriate field. Amendment: this follow-up report is being submitted to amend previously reported information: recode event "gas bubbles within an infarct after embolization" to "splenic infarction". Amendment: this follow-up report is being submitted to amend previously reported information: causality updated to be related for the event of splenic infarction. Case comment: based on the available information, "splenic" infarct, accompanied by gas bubbles, is assessed as possibly related to the suspect product, absorbable gelatin (gelfoam). However, of note the product is not indicated for arterial embolization. The additional events are assessed as secondary to the infarction. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: based on the available information, "splenic" infarct, accompanied by gas bubbles, is assessed as possibly related to the suspect product, absorbable gelatin (gelfoam). However, of note the product is not indicated for arterial embolization. The additional events are assessed as secondary to the infarction. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
21dec2017: investigation results. Sub class: lack of effect; lot number unknown UDI: (B)(4); sample status: not requested. The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. 07feb2018: a product complaint number was given to this case ((B)(4)). Also an UDI number was present: UDI: (B)(4). The product complaint was not processed since the lot number was not available. The product complaint will be reopened once the lot number is available. 11jun2019: this is a follow up report based on information received from products quality complaints (product complaint number: (B)(4)), for absorbable gelatin (gelfoam). Pre complaint number: (B)(4); complaint number: (B)(4). Product desc: gelfoam sterile sponge size 50 x 4; sap/ unique identifier: (B)(4); classification: literature case/ cep study; subclass: lack of effect; sample status: not available; UDI: (B)(4). Scope: all gelfoam sponge batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. Three previously completed complaints with known batch numbers were determined to be in scope: (B)(4) (h94291), (B)(4) (l85450) and (B)(4) (l63414). Returned product examination: pgs (site name redacted) did not receive a return sample, or photographs, for evaluation. Reference sample examination: complete - acceptable; deviations: complete - acceptable; deviations (quality assurance report -- qar), laboratory investigation reports (lir), and change management records for all batches in annual product review reports (aprrs) for 36 months prior to the receipt of the reported complaint were reviewed. A review of each investigation determined that there was no potential impact to.

Event description:
Event verbatim [preferred term] indication of distal embolization [off label use] , indication of distal embolization [product use in unapproved indication] , gas bubbles within an infarct after embolization [splenic infarction]. Case narrative:this is a literature report from j vasc interv radiol, 2001, volume 12, pp. 209-214, entitled "CT findings after embolization for blunt splenic trauma". The full publication has been requested. This reporter reported 6 reports; this is the 2nd of 6 reports. A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam), intravascular, from an unspecified date, at an unspecified dose, for distal embolization after blunt splenic injury. Medical history and concomitant medications were not reported. The patient had gas bubbles within an infarct after the embolization. The action taken with absorbable gelatin and the outcome of the event was unknown. Follow-up (21dec2017): this is a literature report from the journal of vascular and interventional radiology, 2001, vol 12(2); pp 209-214, entitled "CT findings after embolization for blunt splenic trauma". This is a follow-up report based on the receipt of the publication; the case has been updated to include additional information identified in the publication: medical history added. Investigation results. Sub class: lack of effect; lot number unknown UDI: (B)(4); sample status: not requested. The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. Follow-up (07feb2018): this is a follow up literature-study report based on information received from products quality complaints (product complaint number: (B)(4)), for absorbable gelatin (gelfoam). A product complaint number was given to this case ((B)(4)). Also an UDI number was present: UDI: (B)(4). The product complaint was not processed since the lot number was not available. The product complaint will be reopened once the lot number is available. Amendment. This report is being submitted to add the UDI number in the appropriate field. Amendment: this follow-up report is being submitted to amend previously reported information: recode event "gas bubbles within an infarct after embolization" to "splenic infarction". Amendment: this follow-up report is being submitted to amend previously reported information: causality updated to be related for the event of splenic infarction. Follow-up (11jun2019): this is a follow up report based on information received from products quality complaints (product complaint number: (B)(4)), for absorbable gelatin (gelfoam). Pre complaint number: (B)(4); complaint number: (B)(4). Product desc: gelfoam sterile sponge size 50 x 4; sap/ unique identifier: (B)(4); classification: literature case/ cep study; subclass: lack of effect; sample status: not available; UDI: (B)(4). Scope: all gelfoam sponge batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. Three previously completed complaints with known batch numbers were determined to be in scope: (B)(4) (h94291), (B)(4) (l85450) and (B)(4) (l63414). Returned product examination: pgs (site name redacted) did not receive a return sample, or photographs, for evaluation. Reference sample examination: complete - acceptable; deviations: complete - acceptable; deviations (quality assurance report -- qar), laboratory investigation reports (lir), and change management records for all batches in annual product review reports (aprrs) for 36 months prior to the receipt of the reported complaint were reviewed. A review of each investigation determined that there was no potential impact to the overall quality of the impacted batch, and that the impacted batch remains acceptable. Manufacturing and packaging records: complete - acceptable; process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore, the medical device qop was not notified. Medical device trend analysis: complete - acceptable root cause: pfizer (site name redacted) quality operations could not conclusively determine a root cause for the reported defect to be related to the site production process. Gelfoam sterile sponge has hemostatic properties. While its mode of action is not fully understood, its effect appears to be more physical than the result of altering the blood clotting mechanism. Therefore, analysis of the water absorption properties of each finished gelfoam batch indicates that the device functions properly. Review of the aprr reports and evaluation of trends, as well as previously investigated complaint reports, indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. A review of manufacturing deviations indicated that there was an 00s for water absorption stability testing with two batches of compressed gelfoam sponge. Because the gelfoam reported in this complaint was not identified by batch number, it could not be determined if the batch was the compressed form. Based on the results of an investigation into the 00s, the stability limits for compressed sponge will be changed from nlt 35x its weight in water to "report results". The current relationship between compressed and uncompressed water absorption delineated in the failures noted in the investigation has been deemed by the FDA to be acceptable for continued distribution. Product labelling includes the warning, "gelfoam sterile sponge is not intended as a substitute for meticulous surgical technique and the proper application of ligatures, or other conventional procedures for hemostasis." It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site name redacted) site. Corrective action: all reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. The retained reference samples examined as a part of previous investigations were found to be acceptable with no quality defects observed. As a result of a stability 00s analytical result for the gelfoam compressed sponge form, a PMA supplement was submitted to the FDA and the stability limits were changed from nlt 35x its weight in water to "report results". This was deemed acceptable for continued distribution. Therefore, no corrective actions were identified as a direct result of this complaint investigation. Quality of lot: acceptable the details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst-case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Based upon the results of this investigation, pgs-qo (site name redacted) concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. As the reported defect is a product malfunction the complaint has been escalated to pfizer safety for evaluation of regulatory reportability. Further action by pfizer (site name redacted) is not required. Follow-up (12jun2019): this is a follow up report received from product complaint group. A complaint has been received by pfizer (site name redacted) with no indication of a malfunction; however, the associated worst case severity is unknown, and therefore requires escalation to pfizer us safety. Impact to the device: possible adverse event. Pcom number: (B)(4); hazardous situation: uknown; hazard number: unknown; p2 value: unknown. Follow-up (08feb2020):this is a follow up report received from product complaint group. The medical device trend analysis included the product category: absorbable material, delivery system, and topical and the time period was 11oct2013 - 25jul2019 process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer site is not required. Company clinical evaluation comment: based on the available information, infarct in spleen, accompanied by gas bubbles, was associated with the off label use of absorbable gelatin (gelfoam) for arterial embolization. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: based on the available information, infarct in spleen, accompanied by gas bubbles, was associated with the off label use of absorbable gelatin (gelfoam) for arterial embolization. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] gas bubbles within an infarct after embolization [infarction] , indication of distal embolization [product use in unapproved indication] , . Case narrative:this is a literature report from j vasc interv radiol, 2001, vol 12, pgs 209-214, entitled "CT findings after embolization for blunt splenic trauma". Full publication has been requested. This reporter reported 6 reports; this is the 2 of 6 reports. A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam), intravascular, from an unspecified date, at an unspecified dose, for distal embolization after blunt splenic injury. Medical history and concomitant medications were not reported. The patient had gas bubbles within an infarct after the embolization. The action taken with absorbable gelatin and the outcome of the event was unknown. Pfizer is the marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (21dec2017): this is a literature report from the journal of vascular and interventional radiology, 2001, vol 12(2); pp 209-214 entitled CT findings after embolization for blunt splenic trauma. This is a follow-up report based on the receipt of the publication; the case has been updated to include additional information identified in the publication: medical history added. Pfizer is the marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities., comment: based on the available information, "splenic" infarct, accompanied by gas bubbles, is assessed as possibly related to the suspect product, absorbable gelatin (gelfoam). However, of note the product is not indicated for arterial embolization. The additional events are assessed as secondary to the infarction. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
Gas bubbles within an infarct after embolization [infarction] indication of distal embolization [product use in unapproved indication] case description: this is a literature report from j vasc interv radiol, 2001, vol 12, pgs 209-214, entitled "CT findings after embolization for blunt splenic trauma". Full publication has been requested. This reporter reported 6 reports; this is the 2 of 6 reports. A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam), intravascular, from an unspecified date, at an unspecified dose, for distal embolization after blunt splenic injury. Medical history and concomitant medications were not reported. The patient had gas bubbles within an infarct after the embolization. The action taken with absorbable gelatin and the outcome of the event was unknown. Pfizer is the marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (21dec2017): this is a literature report from the journal of vascular and interventional radiology, 2001, vol 12(2); pp 209-214 entitled CT findings after embolization for blunt splenic trauma. This is a follow-up report based on the receipt of the publication; the case has been updated to include additional information identified in the publication: medical history added. Pfizer is the marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Comment: based on the available information, "splenic" infarct, accompanied by gas bubbles, is assessed as possibly related to the suspect product, absorbable gelatin (gelfoam). However, of note the product is not indicated for arterial embolization. The additional events are assessed as secondary to the infarction. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Gas bubbles within an infarct after embolization [infarction], indication of distal embolization [product use in unapproved indication] , . Case narrative:this is a literature report from j vasc interv radiol, 2001, vol 12, pgs 209-214, entitled "CT findings after embolization for blunt splenic trauma". Full publication has been requested. This reporter reported 6 reports; this is the 2 of 6 reports. A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam), intravascular, from an unspecified date, at an unspecified dose, for distal embolization after blunt splenic injury. Medical history and concomitant medications were not reported. The patient had gas bubbles within an infarct after the embolization. The action taken with absorbable gelatin and the outcome of the event was unknown. Pfizer is the marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (21dec2017): this is a literature report from the journal of vascular and interventional radiology, 2001, vol 12(2); pp 209-214 entitled CT findings after embolization for blunt splenic trauma. This is a follow-up report based on the receipt of the publication; the case has been updated to include additional information identified in the publication: medical history added. Follow up (07feb2018): this is a follow up literature-study report based on information received from products quality complaints ((B)(4)), for absorbable gelatin (gelfoam). A product complaint number was given to this case ((B)(4)). Also an UDI number was present: UDI: (B)(4). The product complaint was not processed since the lot number was not available. The product complaint will be reopened once the lot number is available. Amendment. This report is being submitted to add the UDI number in the appropriate field. Pfizer is the marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities, comment: based on the available information, "splenic" infarct, accompanied by gas bubbles, is assessed as possibly related to the suspect product, absorbable gelatin (gelfoam). However, of note the product is not indicated for arterial embolization. The additional events are assessed as secondary to the infarction. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] gas bubbles within an infarct after embolization [infarction] , indication of distal embolization [product use in unapproved indication] , . Case narrative:this is a literature report from j vasc interv radiol, 2001, vol 12, pgs 209-214, entitled "CT findings after embolization for blunt splenic trauma". Full publication has been requested. This reporter reported 6 reports; this is the 2 of 6 reports. A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam), intravascular, from an unspecified date, at an unspecified dose, for distal embolization after blunt splenic injury. Medical history and concomitant medications were not reported. The patient had gas bubbles within an infarct after the embolization. The action taken with absorbable gelatin and the outcome of the event was unknown. Pfizer is the marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (21dec2017): this is a literature report from the journal of vascular and interventional radiology, 2001, vol 12(2); pp 209-214 entitled CT findings after embolization for blunt splenic trauma. This is a follow-up report based on the receipt of the publication; the case has been updated to include additional information identified in the publication: medical history added. Follow up (07feb2018) this is a follow up literature-study report based on information received from products quality complaints (product complaint number: (B)(4)), for absorbable gelatin (gelfoam). A product complaint number was given to this case ((B)(4)). Also an UDI number was present: UDI: (B)(4). The product compalint was not processed since the lot number was not available. The product complaint will be reopened once the lot number is available. Amendment. This report is being submitted to add the UDI number in the appropriate field. Pfizer is the marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities, comment: based on the available information, "splenic" infarct, accompanied by gas bubbles, is assessed as possibly related to the suspect product, absorbable gelatin (gelfoam). However, of note the product is not indicated for arterial embolization. The additional events are assessed as secondary to the infarction. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] indication of distal embolization [product use in unapproved indication] , gas bubbles within an infarct after embolization [splenic infarction] , . Case narrative:this is a literature report from j vasc interv radiol, 2001, vol 12, pgs 209-214, entitled CT findings after embolization for blunt splenic trauma. Full publication has been requested. This reporter reported 6 reports; this is the 2 of 6 reports. A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam), intravascular, from an unspecified date, at an unspecified dose, for distal embolization after blunt splenic injury. Medical history and concomitant medications were not reported. The patient had gas bubbles within an infarct after the embolization. The action taken with absorbable gelatin and the outcome of the event was unknown. Pfizer is the marketing authorization holder of absorbable gelatin in the reporters country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (21dec2017): this is a literature report from the journal of vascular and interventional radiology, 2001, vol 12(2); pp 209-214 entitled CT findings after embolization for blunt splenic trauma. This is a follow-up report based on the receipt of the publication; the case has been updated to include additional information identified in the publication: medical history added. Investigation results. Sub class: lack of effect; lot number unknown UDI: (B)(4); sample status: not requested. The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. Follow up (07feb2018): this is a follow up literature-study report based on information received from products quality complaints (product complaint number: (B)(4)), for absorbable gelatin (gelfoam). A product complaint number was given to this case ((B)(4)). Also an UDI number was present: UDI: (B)(4). The product complaint was not processed since the lot number was not available. The product complaint will be reopened once the lot number is available. Amendment. This report is being submitted to add the UDI number in the appropriate field. Amendment: this follow-up report is being submitted to amend previously reported information: recode event "gas bubbles within an infarct after embolization" to "splenic infarction". Case comment: based on the available information, "splenic" infarct, accompanied by gas bubbles, is assessed as possibly related to the suspect product, absorbable gelatin (gelfoam). However, of note the product is not indicated for arterial embolization. The additional events are assessed as secondary to the infarction. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: based on the available information, "splenic" infarct, accompanied by gas bubbles, is assessed as possibly related to the suspect product, absorbable gelatin (gelfoam). However, of note the product is not indicated for arterial embolization. The additional events are assessed as secondary to the infarction. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] indication of distal embolization [off label use] , indication of distal embolization [product use in unapproved indication] , gas bubbles within an infarct after embolization [splenic infarction] , . Case narrative:this is a literature report from j vasc interv radiol, 2001, vol 12, pgs 209-214, entitled CT findings after embolization for blunt splenic trauma. Full publication has been requested. This reporter reported 6 reports; this is the 2 of 6 reports. A patient of unspecified age, ethnicity and gender started to receive absorbable gelatin (gelfoam), intravascular, from an unspecified date, at an unspecified dose, for distal embolization after blunt splenic injury. Medical history and concomitant medications were not reported. The patient had gas bubbles within an infarct after the embolization. The action taken with absorbable gelatin and the outcome of the event was unknown. Pfizer is the marketing authorization holder of absorbable gelatin in the reporters country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (21dec2017): this is a literature report from the journal of vascular and interventional radiology, 2001, vol 12(2); pp 209-214 entitled CT findings after embolization for blunt splenic trauma. This is a follow-up report based on the receipt of the publication; the case has been updated to include additional information identified in the publication: medical history added. Investigation results. Sub class: lack of effect; lot number unknown UDI: (B)(4); sample status: not requested. The complaint and its classification have been reviewed. No immediate containment action is required. An investigation will be performed. Follow-up (07feb2018): this is a follow up literature-study report based on information received from products quality complaints (product complaint number: b)(4)), for absorbable gelatin (gelfoam). A product complaint number was given to this case (B)(4)). Also an UDI number was present: UDI: (B)(4). The product complaint was not processed since the lot number was not available. The product complaint will be reopened once the lot number is available. Amendment. This report is being submitted to add the UDI number in the appropriate field. Amendment: this follow-up report is being submitted to amend previously reported information: recode event "gas bubbles within an infarct after embolization" to "splenic infarction". Amendment: this follow-up report is being submitted to amend previously reported information: causality updated to be related for the event of splenic infarction. Follow-up (11jun2019): this is a follow up report based on information received from products quality complaints (product complaint number: (B)(4) for absorbable gelatin (gelfoam). Pre complaint number: (B)(4); complaint number: (B)(4). Product desc: gelfoam sterile sponge size 50 x 4; sap/ unique identifier: (B)(4); classification: literature case/ cep study; subclass: lack of effect; sample status: not available; UDI: (B)(4). Scope: all gelfoam sponge batches produced within the 36 months prior to the receipt of the reported complaint were queried within pcom, and all complaints found were examined against the reported complaint narrative and complaint classification. Three previously completed complaints with known batch numbers were determined to be in scope: 2014-10-0052810-us (h94291), 2015-11-0060940-us (l85450) and 2016-02-0009667-us (l63414). Returned product examination: pgs kalamazoo did not receive a return sample, or photographs, for evaluation. Reference sample examination: complete - acceptable; deviations: complete - acceptable; deviations (quality assurance report -- qar), laboratory investigation reports (lir), and change management records for all batches in annual product review reports (aprrs) for 36 months prior to the receipt of the reported complaint were reviewed. A review of each investigation determined that there was no potential impact to the overall quality of the impacted batch, and that the impacted batch remains acceptable. Manufacturing and packaging records: complete - acceptable; process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore, the medical device qop was not notified. Medical device trend analysis: complete - acceptable root cause: pfizer kalamazoo quality operations could not conclusively determine a root cause for the reported defect to be related to the kalamazoo production process. Gelfoam sterile sponge has hemostatic properties. While its mode of action is not fully understood, its effect appears to be more physical than the result of altering the blood clotting mechanism. Therefore, analysis of the water absorption properties of each finished gelfoam batch indicates that the device functions properly. Review of the aprr reports and evaluation of trends, as well as previously investigated complaint reports, indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. A review of manufacturing deviations indicated that there was an 00s for water absorption stability testing with two batches of compressed gelfoam sponge. Because the gelfoam reported in this complaint was not identified by batch number, it could not be determined if the batch was the compressed form. Based on the results of an investigation into the 00s, the stability limits for compressed sponge will be changed from nlt 35x its weight in water to "report results". The current relationship between compressed and uncompressed water absorption delineated in the failures noted in the investigation has been deemed by the FDA to be acceptable for continued distribution. Product labelling includes the warning, "gelfoam sterile sponge is not intended as a substitute for meticulous surgical technique and the proper application of ligatures, or other conventional procedures for hemostasis." It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Corrective action: all reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. The retained reference samples examined as a part of previous investigations were found to be acceptable with no quality defects observed. As a result of a stability 00s analytical result for the gelfoam compressed sponge form, a PMA supplement was submitted to the FDA and the stability limits were changed from nlt 35x its weight in water to "report results". This was deemed acceptable for continued distribution. Therefore, no corrective actions were identified as a direct result of this complaint investigation. Quality of lot: acceptable the details of the reported complaint have been forwarded to pfizer safety for evaluation of regulatory reportability due to the worst-case severity level of s5 for the reported defect as determined from a review of the device risk file for the product. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. As the reported defect is a product malfunction the complaint has been escalated to pfizer safety for evaluation of regulatory reportability. Further action by pfizer kalamazoo is not required. Follow-up (12jun2019): this is a follow up report received from product complaint group. A complaint has been received by pfizer kalamazoo with no indication of a malfunction; however, the associated worst case severity is unknown, and therefore requires escalation to pfizer us safety. Impact to the device: possible adverse event. Pcom number: (B)(4); hazardous situation: uknown; hazard number: unknown; p2 value: unknown. Company clinical evaluation comment: based on the available information, infarct in spleen, accompanied by gas bubbles, is assessed as possibly related to the suspect product, absorbable gelatin (gelfoam). Of note, the product is not indicated for arterial embolization. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: based on the available information, infarct in spleen, accompanied by gas bubbles, is assessed as possibly related to the suspect product, absorbable gelatin (gelfoam). Of note, the product is not indicated for arterial embolization. The follow-up information received does not alter the previous company clinical evaluation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. As the reported defect is a product malfunction the complaint has been escalated to pfizer safety for evaluation of regulatory reportability. Further action by pfizer kalamazoo is not required.